Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell, and the device was found to be underweight. A visual and microscopic analysis was performed which identified sharp break, an opening(striated), crease fold, and non-penetrating nicks. A dimension measurement of the shell was performed which identify the thickness to be within specification. Based on the device analysis the final assessment is a sharp break on posterior due to a surgical impact opening, and a striated opening due to surgical damage consistent in the use of a surgical tool.

Event description:
The doctor reported rupture. The device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture. The device has been explanted and replaced. This relates to the right side.